Manufacturer narrative:
Submit date: 6/29/2016. A device history record review of the reported lot number(s) confirmed that the product was produced accomplishing quality requirements and released according to established procedures. Seventeen syringes were returned for plant evaluation. The syringes were visually inspected and a leak test was conducted on each syringe. There were no issues noted on the visual inspection and there was one syringe that showed signs of leakage around the needle/syringe connection. The original needle was removed and replaced with an alternate needle. No leak was present. The original needle was replaced onto the syringe and no leak was observed. A review of changes to product, process, and packaging has been conducted identifying no affecting changes in the previous 6 months. Seventeen syringes were returned to the facility for evaluation. Each returned samples was visually inspected and leak tested. There were zero visual issues noted, however, there was one syringe leak test that failed the initial leak test. After the leak was found, the original needle was removed from the syringe and it was leak tested with an alternate needle assembly. The new syringe/needle combo did not leak. The original needle was then placed back onto the original syringe and retested. The syringe did not leak. Because the single leak was found and then could not be repeated, the most probably root cause for this reported condition is the tightness of the needle to the syringe at the contact point. The sample was measured in the metrology lab and was found to be within specification. Needles should be firmly attached to the barrel to ensure proper fit prior to use. Because the reported condition could not be replicated, no correction required at this time. Based on the information available and the investigation findings, a corrective and preventative action (CAPA) is not deemed necessary at this time.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a syringe. The customer states that occasionally when using the syringes on patients, he noticed the anesthesia leaks out of the side of the syringe. Customer states that while there has been no patient harm, he must clean the spilled anesthesia from the patient's eye area. When he re-sticks the patient, the customer states there is a greater risk of sticking the patient's eye because the "anatomy of the patient's eye has already moved".